Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with no tip protector, in a tray, for the report of cutter did not work properly. The returned sample was visually inspected and found to be non-conforming with foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe's cutter did not work properly during a procedure. The status of the aspiration not indicated. There was no adverse event reported. Additional information was requested; however, none has been received to date.